Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and completed a 6k preventive maintenance on the unit. The unit was calibrated to meet all manufacturer specifications. A performance test was done for verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mean airway pressure reading is 138 cm without circuit on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.